Manufacturer narrative:
The become aware date has been updated from 13apr2023 to 07apr2023. Therefore, the date due of the initial report has been updated from 13may2023 to 07may2023. Patient use has been updated from in use to unknown. H3 other text : device is end of life.

Event description:
The customer reported their heartstart mrx has a worn therapy cable and is requesting part replacement. It is unknown whether the device was in use or not when the alleged failure was discovered. No patient or user harm has been reported. Remote support was provided which found the user required replacement therapy cables for their mrx. The remote service engineer determined that the required parts were not available for purchase. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Because the device is eol, cannot be repaired, and was not returned for investigation, the cause of the reported problem is unknown and cannot be confirmed. The customer was made aware of the end-of-life terms and the device remains at the customer site.